Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. The lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due high capture thresholds the lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: corrected fields: b5 describe event or problem. H6 impact codes and device codes.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood in the helix housing and tissue entwined in the helix. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due high capture threholds. The lead was successfully replaced. No additional adverse patient effects were reported.